Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgement occurred. The 90% stenotic lesion being treated was located in the severely tortuous and severely calcified mid left anterior descending artery. During preparation, when the protective cover was removed from the 4.0 x 12 mm liberte stent, it was observed that the stent had dislodged. The physician completed the procedure with another 4.0 x 12 mm liberte stent. There were no pt complications. Pt status is reported as "good".

Manufacturer narrative:
(B)(6). (B)(4).